Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned a drawer failure. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that enhanced full-height cubie drawer in auxiliary was not recognizing the closed position. A field service engineer (fse) found that the magnet had fallen out of the inseparable latch and discovered that another enhanced full-height cubie drawer in auxiliary had a magnet sticking out of the latch. The fse replaced the latch in both drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.